Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a treo custom-made device. The custom made treo devices are not marketed in the us, however they are similar to the treo abdominal stent graft system approved for sale in the us (p190015). The event occurred in (B)(6).

Event description:
Physician complaint during prox. Release of the treo branch limb bare springs that he is unable to push the grey safety knob proximally, so that he is unable to release the bare springs at all. After we had a clother look together we decided to hold the delivery system very stable and try to appley a much greater force then usually needed. He tried it and after a click the grey knob was loose and he was able to move it and release the bare springs. It seems it was glued to the system. Patient outcome - "all fine."